Event description:
A vaginal hysterectomy procedure was performed during april 2008 (exact date unk) patient returned to the operating room 3 to 4 hours later due to post-op vaginal bleeding. A second procedure was performed to stop the bleeding. Cause of the bleeding is unknown. The original device was discarded by the hospital. No patient harm was reported.